Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoeye flex videoscope was not projecting the 3d image. The issue was found during a therapeutic laparoscopic high anterior resection procedure. The procedure was completed with a similar device. There was a delay of 10 minutes due to the time it took to switch the device which resulted in an anesthetic extension. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, there was trace of third-party repair found on the subject device on the charged coupled device unit. A judgement could not be made if the repair was related to the suggested event. The event can be prevented by following the instructions for use (IFU): IFU states that disassembly, repair, etc. Of device by third-party is prohibited for there is a risk of user/patient getting injury. Operation manual - important information - please read before use - prohibition of improper repair and modification. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Olympus will continue to monitor field performance for this device.